Event description:
It was reported that following an implantable device replacement procedure, this right ventricular (rv) lead exhibited increased, out-of-range pacing impedance measurements (>2000 ohms). Boston scientific technical services (ts) was contacted and recommended thorough testing, such as diagnostic imaging, provocative maneuvers, and a potential commanded shock test to assess the rv lead integrity. At this time, the rv lead remains implanted and in-service.